Event description:
It was reported that the device overheated during testing at the user facility. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.

Event description:
It was reported that the device overheated during testing at the user facility. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. Product was discarded rather than returned.